Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction:lead was not returned.

Event description:
It was reported that ra lead dislodgement was observed during a clinic visit. The ra lead had dislodged and dropped into the right ventricle. Hence, the lead was explanted and replaced. The patient was asymptomatic during the surgery and stable in the recovery room. The pathology department at the hospital is keeping the lead and will not be returned for evaluation.